Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Three months ago, in (B)(6) 2024, the recipient could no longer hear anything with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation was carried out, but the device has not been received for investigation yet.

Event description:
Three months ago, in (B)(6) 2024, the recipient could no longer hear anything with the device. The recipient has been re-implanted.

Event description:
3 months ago, may 2024, the recipient could not hear anything with the device. In situ testing showed affected channels. Re-implantation is considered. Follow-up measurements scheduled at the end of august.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In (B)(6) 2024, the recipient could no longer hear anything with the device. The recipient has been re-implanted.